Event description:
Per the report received from china, a valve model 7300tfx31 implanted in the tricuspid position was explanted from a 60-year-old patient after an unknown implant duration, however no longer than one (1) month and seventeen (17) days due to moderate regurgitation. A 31mm bioprosthetic valve was implanted in replacement. The patient was noted as to be discharged home in stable condition.

Manufacturer narrative:
Information added/updated to section b5 and h6 (investigation findings and investigations conclusions). Corrected data in section d6a (if implanted, give date) and h6 (type of investigation): 4114 (device not returned) replaces 4117 (device not accessible for testing) additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx31 implanted in the tricuspid position was explanted from a 60-year-old patient after an unknown implant duration, however no longer than one (1) month and seventeen (17) days due to regurgitation.

Manufacturer narrative:
Added information to section h6 (type of investigation). Corrected data in section h6 (type of investigation): 4115 (device discarded) replaces 4114 (device not returned).